Manufacturer narrative:
Pump failed to power up due to corroded battery tube compartment noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump alarmed low battery. Customer was changing the battery but same issue was occurred. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.